Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was having issues with his inflatable penile prosthesis (ipp) device. He stated that after deflation, it auto-inflates approximately 40%. Proper techniques were discussed with patient services. The patient also stated he had pain in and below the scrotum. It was discussed that he may be experiencing pain while healing and to notify his physician if it persists. There were no additional patient complications.

Event description:
It was reported that the patient was having issues with his inflatable penile prosthesis (ipp) device. He stated that after deflation, it auto-inflates approximately 40%. Proper techniques were discussed with patient services. The patient also stated he had pain in and below the scrotum. It was discussed that he may be experiencing pain while healing and to notify his physician if it persists. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.